Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed a reddish material and a hole on the pebax. The device was connected to the carto 3 system, and it was recognized; however, error 106 was displayed on the screen due to an open circuit at the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review the force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The pebax damaged and foreign material observed during the test were unrelated to the reported event by the customer. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: manufacturing process problem identified (c16) and open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) /component code: sensor (g03012) and adhesive (g0405201) were selected as related to the open circuit and insufficient adhesive identified by the bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that error 106 (force sensor error) was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.